Event description:
A signal loss error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "cannot lift her feet's and felt weak and confused" and was unable to self-treat, requiring non-healthcare professional administration "glucose shot liquid, 2 ounces and 15 mg sugar" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated, no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor was found to be in sensor state 5 (indicating normal termination). Upon visual investigation of the sensor plug, broken snaps were observed which, can cause a poor connection between the pcb contacts and the rubber contacts resulting in the sensor plug not sealing properly. An extended investigation was then performed. Although the sensor plug was observed to be properly seated, broken snaps can still occur which can cause the customer to receive error messages due to poor connection between the rubber contacts and pcb contacts therefore, this issue is confirmed to broken snaps. The DHR for the libre sensor and sensor kit was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. Additional information: a DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated, no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor was found to be in sensor state 5 (indicating normal termination). Upon visual investigation of the sensor plug, broken snaps were observed which, can cause a poor connection between the pcb contacts and the rubber contacts resulting in the sensor plug not sealing properly. An extended investigation was then performed. Although the sensor plug was observed to be properly seated, broken snaps can still occur which can cause the customer to receive error messages due to poor connection between the rubber contacts and pcb contacts therefore, this issue is confirmed to broken snaps. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (sn) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download.

Event description:
A signal loss error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "cannot lift her feet's and felt weak and confused" and was unable to self-treat, requiring non-healthcare professional administration "glucose shot liquid, 2 ounces and 15 mg sugar" for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A signal loss error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "cannot lift her feet's and felt weak and confused" and was unable to self-treat, requiring non-healthcare professional administration "glucose shot liquid, 2 ounces and 15 mg sugar" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.